Event description:
Deflux syringe broke during endoscopic procedure and the procedure could not be completed; pt was removed from anesthesia and the procedure will be repeated.

Manufacturer narrative:
Urologist injected approx 1 ml of product and needed a second syringe to complete the procedure. The second deflux syringe broke and the procedure could not be completed. The facility had no spare inventory. The pt must undergo another procedure to complete the correction of vur.